Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously elevated sodium (na) patient result obtained on a dimension exl 200 system. Siemens is investigating the event.

Event description:
The customer reported that an erroneously elevated sodium (na) patient result was obtained on a dimension exl 200 system. The erroneously elevated patient result was not reported to the physician. The same sample was reprocessed on the original dimension exl 200 system. A lower result obtained, matched patient's history and was considered correct and reported. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated sodium (na) patient result.

Manufacturer narrative:
Additional information (24-apr-2024): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer and the instrument data files. Quality control (qc) recovered within customer's acceptable ranges. Assessment of instrument performance included a review of dilution check factor which was slightly less than the normal range, however, within acceptable limit. The cause of the event is unknown, however, hsc cannot rule out sample integrity issues. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2024-00118 was filed on 11-apr-2024.